Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via health canada report mds 221829) that a female patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses and suffered several unexplained systemic symptoms, including severe reaction to sun, fatigue, concentration problems, memory problems, pain, hair loss, vision issues, skin rash on back and face, acne (on face, back, and breasts), heart palpitations, issues with nose (either runny or very dry), anxiety, diarrhea, night sweats, right scapula muscle pain, bleeding gums, unable to lose weight, irritability, and pigmentation spots on face. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis